Manufacturer narrative:
(B)(4).

Event description:
Per the clinic the patient experienced a loss of osseointegration and subsequently the patient was reimplant another device.

Manufacturer narrative:
Correction: no loss of osseointegration had occurred, it was reported the patient's device was explanted (date not reported). (B)(4).